Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger case and missing battery. Event history log review was performed and found no evidence of reported problem. Visual inspection and occlusion testing were performed. According to the investigation, motor not running error was found on the beginning of occlusion testing. The investigation reported that the u29 opti sensor on the pump main board was covered with old black grease which caused the reported problem. Investigator's cleaned the u20 opti sensor also replaced motor assembly, worm gear, leadscrew and clutch halves for preventive due to normal wear. Performed pm maintenance and all functional testing. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous beeping. No reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the moment the pump was started the double beeping was heard. The downstream sensor was faulty and was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.